Event description:
The patient's diabetic nurse educator reported the patient's insulin infusion device has insulin inside the cartridge compartment. The patient indicated she has had insulin spill inside her device several times since the spring of 2007. After reviewing the cartridge insertion technique during troubleshooting, the patient stated she was not attaching the adapter and infusion set tubing to the end of her cartridge prior to inserting the cartridge into her device. The patient was advised to do so. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.